Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient was hospitalized with high blood glucose and large ketones. The reporter stated that the patient woke up with a blood glucose level of 400mg/dl with vomiting. The patient reportedly tried changing the site and giving an injection without resolving the issue. The reporter stated that the patient's ketones started at moderate and went to large. The patient was taken to the emergency room and was remained on the pump and was treated with intravenous fluids and blood glucose levels decreased to 200 mg/dl. After the emergency room visit, the patient's blood glucose level reported increased up to 463 mg/dl and 516 mg/dl. The reporter stated that the patient noticed that the cannula was "slightly kinked" when it was removed. The reporter stated that they also changed the cartridge twice and changed to a second vial of insulin. The reporter stated that when the patient removed the first cartridge he noticed that it "flung insulin out". The reporter stated that there appeared to be insulin by the back of the cartridge. The reporter stated that with a second cartridge they noticed the same thing and found insulin on the bottom of the cartridge. The reporter stated that they could not tell if the cartridge was wet but stated that it smelled of insulin. The reporter stated that she believed that the cartridges may have been from two different boxes; one box of lot # b201574 and a second box of lot # b201628. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to an alleged cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: no cartridge has been returned; retained samples from the reported lot numbers were evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridges pass visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. Fill test was performed with no difficulties in filling or cycling cartridge. A force test was performed with no failures at the conclusion of testing. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Two cartridges were pulled from two different lots, with no failures on either lot; both cartridges pass all testing.